Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that '03.503.288 drill bit ø1.1 w/stop l44.5/8' has broken pieces at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø1.1 w/stop l44.5/8 would contribute to the complained device issue. Based on the investigation findings, the ¿drill bit ø1.1 w/stop l44.5/8¿ has ¿broken (2+ pieces)¿ because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 03.503.288. Synthes lot: u376743. Supplier lot: u376743. Supplier: (B)(4). Release to warehouse date: mar 23, 2021. No ncrs generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit 1.1 c/top l44 is broken during procedure.